Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced "progressive worsening of their spasticity and baclofen withdrawal." The last refill indicated was (B)(6) 2012. A CT scan without contrast was done on (B)(6) 2012 which showed no break in the catheter. The entire catheter was replaced the following day. The drug used in the pump was lioresal 500 mcg/ml at a dose of 39.98 mcg/day. Patient outcome was noted as resolved without sequela following the catheter replacement.

Manufacturer narrative:
Catheter model: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4).